Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient expired during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure. After the system was placed, the physician tried to induce the patient for defibrillation threshold (dft) testing but the patient self-converted out of the ventricular fibrillation (vf). A commanded 10 joule shock was delivered to evaluate the shock impedance, then the patient decompensated and was unable to be revived. The rhythm had decompensated, then bradycardia occurred, and eventually the patient flatlined. The physician was unable to gain access to place a temporary pacer. It was noted the s-ICD system remained implanted in the patient and was not going to be explanted for return.